Event description:
It was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation for the femoral neck fracture with the fns. After anesthetizing the patient, a nurse found that something like a blood clot came out of the protection sleeve and the hollow part of the drill bit. The patient was kept under anesthesia for about 30 minutes before stating the surgery while cleansing and re-sterilizing the instruments. The surgery was completed successfully in about one and a half hours. The instruments in question were consignment products and had been used at another hospital on (B)(6) 2021. No further information is available. This complaint involves one (1) device drill bit ø10.2 cann l251. This is report 1 of 1 for complaint #: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.